Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error - viscometer failure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 4. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. 5. Wash the area around the meatus before catheterizing. 6. Wash your hands again. 7. Using the catheter" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was having difficulty using his hydrosil catheters. Patient felt that there was an issue with the lubrication and had to force the catheter in. It was also painful when taking the catheter out. The patient had previously been a long term user of the hydrosil gripper catheters and never had any issues. The catheters were then out of stock for a number of months and patient was forced to use an alternative. Patient was happy when stock arrived in again but started having these issues with the lubrication. When they ran fingers over the catheter, there did seem to be parts of it where there was little/no lubrication on the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error - viscometer failure". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 4. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. 5. Wash the area around the meatus before catheterizing. 6. Wash your hands again. 7. Using the catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was having difficulty using his hydrosil catheters. Patient felt that there was an issue with the lubrication and had to force the catheter in. It was also painful when taking the catheter out. The patient had previously been a long term user of the hydrosil gripper catheters and never had any issues. The catheters were then out of stock for a number of months and patient was forced to use an alternative. Patient was happy when stock arrived in again but started having these issues with the lubrication. When they ran fingers over the catheter, there did seem to be parts of it where there was little/no lubrication on the catheter.

Event description:
It was reported that the patient was having difficulty using his hydrosil catheters. Patient felt that there was an issue with the lubrication and had to force the catheter in. It was also painful when taking the catheter out. The patient had previously been a long term user of the hydrosil gripper catheters and never had any issues. The catheters were then out of stock for a number of months and patient was forced to use an alternative. Patient was happy when stock arrived in again but started having these issues with the lubrication. When they ran fingers over the catheter, there did seem to be parts of it where there was little/no lubrication on the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error - viscometer failure". It was unknown whether the device had met relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 4. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. 5. Wash the area around the meatus before catheterizing. 6. Wash your hands again. 7. Using the catheter" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having difficulty using his hydrosil catheters. Patient felt that there was an issue with the lubrication and had to force the catheter in. It was also painful when taking the catheter out. The patient had previously been a long term user of the hydrosil gripper catheters and never had any issues. The catheters were then out of stock for a number of months and patient was forced to use an alternative. Patient was happy when stock arrived in again but started having these issues with the lubrication. When they ran fingers over the catheter, there did seem to be parts of it where there was little/no lubrication on the catheter.